Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
The report indicated that during an electrophysiology study (eps) with a webster cs catheter and the patient experienced pericardial effusion which required pericardiocentesis and prolonged hospitalization. The patient¿s blood pressure (bp) started to drop, and as the bp dropped, the baseline heart rate started to increase. The physician performed a transthoracic echocardiogram (tee) and discovered a pericardial effusion. A pericardiocentesis took place and approximately 500 cc of blood removed. After the blood removal, the patient¿s blood pressure and heart rate stabilized. The pericardial drain left in place, and the patient transferred to the intensive care unit (ICU) in stable condition. A follow up echocardiogram is planned. The caller states that the physician is unsure of the cause of the pericardial effusion. Additional information received indicated that no ablation catheter was opened. The doctor¿s opinion is that the event occurred while placing cs catheter, and the patient underwent pericardiocentesis procedure. There is no patient demographics or patient outcome. The event occurred during the eps portion of the procedure.

Manufacturer narrative:
The report indicated that during an electrophysiology study (eps) with a webster cs catheter and the patient experienced pericardial effusion which required pericardiocentesis and prolonged hospitalization. The patient¿s blood pressure (bp) started to drop, and as the bp dropped, the baseline heart rate started to increase. The physician performed a transthoracic echocardiogram (tee) and discovered a pericardial effusion. A pericardiocentesis took place and approximately 500 cc of blood removed. After the blood removal, the patient¿s blood pressure and heart rate stabilized. The pericardial drain left in place, and the patient transferred to the intensive care unit (ICU) in stable condition. A follow up echocardiogram is planned. The caller states that the physician is unsure of the cause of the pericardial effusion. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation on 14-apr-2025. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician's opinion on the cause of this adverse event was patient condition. The instruction for use (IFU) contain the following warning and precautions: use both direct imaging guidance (such as fluoroscopy or ultrasound) and electrograms to monitor the advancement of the catheter to the area of the endocardium under investigation to avoid vascular or cardiac damage. Do not use excessive force to advance or withdraw the catheter. Careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).